Manufacturer narrative:
The reported event of difficulty untightening the atrial setscrew was confirmed. Analysis revealed the user of the torque wrench was making incorrect wrench insertions. The wrench was not being aligned the drop into the inset to engage it. Instead, the wrench was being forced down with the corners of the wrench going against the inset walls. The wrench will not go into the setscrew inset that way and cannot untighten the setscrew. Then as stated in the event description the user then forced the wrench down into the setscrew inset with the wrench not aligned to go into the inset. The corners of the wrench tip were wedged down into the inset walls which stuck the setscrew to the wrench tip. The setscrew stuck to the wrench tip was then pulled out of the device through the septum. This problem is related to the user¿s incorrect use of the torque wrench. Lab testing found the setscrew could be untightened and tightened normally with correct wrench insertions. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
During a device exchange, it was not possible to fit the hex wrench into the set screw of the device. A new hex wrench was selected and the fitting issue occurred again. Additional force was applied and the set screw was loosened and the device was explanted to resolve the event. The patient was stable.